Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/21/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, burning, a rash, redness, inflammation, blisters, dry skin, pustules, and infection at the needle puncture site which occurred 9 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. The patient went to urgent care for evaluation. There she was diagnosed with a staph infection and was prescribed oral augmentin and topical mupirocin ointment. The patient was in good condition at the time of report. No additional event or patient information is available.